Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported irregular noise coming from the pump could not be confirmed. A specific cause for the noise and a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2024 through (B)(6) 2024. No notable events or alarms were captured. The pump appeared to function as intended and operated above the low-speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, document, rev. C, are currently available. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The hmii patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that upon interrogation, the patient's heartmate ii left ventricular assist device (vad) sounded much different from the normal vad hum. The vad sounded higher than normal pitch, with sounds of intermittent slowing/grinding of the motor. This lasted about 2 minutes then went back to a normal vad hum. No vad alarms were seen, and the patient was asymptomatic. Log files were sent for further interrogation. The log file showed the pump was always operating at speeds between the set speed and the low speed limit. The log file did not offer an explanation for the reported odd sound. There were no unusual events recorded in the log file event history.